Manufacturer narrative:
The user reported receiving glucose suspend alerts. Based on escalation analysis, a sensor replacement was approved due to system performance and the device was requested for further investigation. In house testing on the returned sensor was inconclusive as data could not be collected from the sensor due to non-functioning electronic components inside the sensor. A review of the dms data revealed declining signal, consistent with oxidation of the glucose sensing component in the sensor hydrogel. It also showed sensor communication issues due to frequent missed reads, causing glucose blinding on the respective channel and subsequent triggering the glucose suspend alerts. The user was provided with a replacement sensor as part of the resolution.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user received glucose suspend alerts which led to early sensor removal.